Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm showed a sensor error and stated, ¿attempting to reconnect¿. The patient was wearing a tandem insulin pump. At some point, on (B)(6) 2024, the cgm was still in a sensor error state and the patient decided to test her bg meter reading, which was 500 mg/dl. It was not specified if the cgm was in a permanent sensor error state from (B)(6) 2024 to (B)(6) 2024 or intermittent. The patient was also vomiting. Therefore, the patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 450 mg/dl. The patient was admitted to the intensive care unit and treated with an unspecified intravenous and insulin. The patient was discharged on (B)(6) 2024 when her bg level was 179 mg/dl. Attempts to reach the patient for event clarification were unsuccessful. The patient was in good condition at the time of report. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. Signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.